Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the evis lucera elite gastrointestinal videoscope had air/water flow issues. Upon inspection of the customer¿s returned device it was observed, the nozzle was clogged with foreign matter. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, the adhesive on the bending section cover (a-rubber) had a chip, crack and had white clouded area, the adhesive around objective lens was peeled and had white clouded area, the adhesive around the light guide (lg) lens was peeled and had white-clouded area, the plastic distal end cover (c-cover) had a dent, and the connecting tube had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.